Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device showed an alert for eri. Review of battery measurements showed excessive battery discharge. The patient had not received any hv therapy in the last 30 days. The device was explanted.

Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. A longevity calculation was performed based on the default parameter settings. The longevity was found to be within expected limits. The device was tested on the bench and on the automated system. No high current measurements were found. The battery was returned to the vendor for further analysis. No anomalies were found that would cause battery depletion. The cause of the premature battery depletion remains undetermined.